Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery couldn¿t be charged. The customer experienced an elevated blood glucose (bg) level of 525 mg/dl. Cause of the high bg was not known. A bolus was delivered to address bg level. Customer reverted to an alternate method for insulin therapy.